Manufacturer narrative:
Clarification to d.6a.: xen-45 gel stent implantation between 2016 and 2021. Article citation: nasyrov e, gassel cj, merle da, neubauer j, voykov b. Long-term efficacy and safety of xen-45 gel stent implantation in patients with normal-tension glaucoma. Bmc ophthalmol. 2024;24(1):264, 2024jun21. Doi:10.1186/s12886-024-03522-6. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of high intraocular pressure is a known potential adverse event addressed in the product labeling.

Event description:
Review of the article "long-term efficacy and safety of xen-45 gel stent implantation in patients with normal-tension glaucoma" from the journal bmc ophthalmology reported the events of "3 eyes had post-operative hyphema which resolved spontaneously; 1 eye had hypotony with choroidal detachment which resolved after injection of viscoelastic into anterior chamber; 16 eyes required needling procedure; 1 eye required secondary surgical intervention of preserflo microshunt implantation; 7 eyes had bcva loss of greater than or equal to 2 lines due to cataract progression; unknown eyes required antiglaucoma medications; 1 eye had an iop spike (greater than or equal to 30 mmhg)."